Event description:
The patient experienced shocking/jolting when she lay on her implantable neurostimulator (location of the shocking not specified). The patient used her implantable neurostimulator at all times. The patient had lost a lot of weight. Movement and palpation did not cause stimulation changes. Current impendance measurements were normal . Additional information has been requested. A follow-up report will be submitted if additional information becomes available.